Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device notified over temperature right after its powered on. There was no patient harm reported due to this event.

Manufacturer narrative:
D9: device received on 2/5/2025. One device was received for investigation. The device was visually inspected and functionally tested. The reported complaint was confirmed. Leaking from return tube is causing the contamination on the main board. Replaced main board, return tube and membrane switch. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.